Event description:
The nurse reported the system would not accept the fms and a 2 1/2 hour delay resulted. Patient waited in pre-op with a nerve block during the delay. The patient needed a supplemental block to finish the case. The patient did well after surgery.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The fluidics controller pcb was replaced and sent for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.